Manufacturer narrative:
The customer reported that they have had 3 cases of endophthalmitis since (B)(6). The customer thinks it is something that they are doing. The patient underwent cataract extraction on the right eye (od) on (B)(6) 2017. The patient presented on (B)(6) 2017 with a fibrin membrane over the pupil. The surgeon completed two (2) conjunctival injections. Cultures were taken with results of a few gram positive cocci in the aqueous and vitreous. The facility assistant administrator completed a questionnaire. The patient was a (B)(6) female. The patient was not hospitalized. The patient was on vigamox three times a day on the right eye; lotemax gel four times a day on the right eye; and bromsite four times a day to the right eye. The patient was referred to a retinal specialist and received 0.1 ml of vancomycin pars plana injection and 0.1 ml of ceftazidime vitreous injection on (B)(6) 2017. No unplanned surgical intervention was required to treat the event. In the surgeon¿s opinion it is unknown which device may have caused or contributed to the event. The patient has a history of dry eyes (both eyes), cataracts, and hypertension. The patient had an abbot intraocular lens (iol) implanted (the manufacturer was notified). Intracameral lidocaine was used. The patient was prepped with betadine. The patient was given vigamox eye drops before surgery. The incision was a temporal clear corneal incision at 2.2 mm. There was one side port. The wound integrity was intact with negative seidel. The ophthalmic viscoelastic device (ovd) included viscoat and provisc. The ovd was removed during I/a (irrigation and aspiration). The irrigating solution was balanced salt solution (bss) with omidria added. The intraocular lens (iol) was implanted in the bag. The duration of surgery was eleven (11) minutes. There was not a sequence of patient cases that developed endophthalmitis. The autoclave was last serviced in november 2016. Distilled water is used in the autoclave. The sterilization validation is completed daily. The instruments are sterilized at 270 degree/27.1 psi for five minutes (5) in a pre-vac wrapped cycle. The dry time is thirty (30) minutes. An ultrasonic cleaner is used to clean the cannulas. The solution used is sklar, which is changed every day. The ultrasonic cleaner is cleaned every morning. The instruments are manually cleaned with a soft brush or instrument wipe to ensure residue is removed. The instruments are not exposed to a washer sterilizer, enzymatic cleaner, or detergents. The tips and sleeves are removed before sterilizing. The reusable cannulas and handpieces are irrigated after use in surgery, during cleaning, and prior to sterilization. The customer uses 120 cc of water to flush the cannulas and handpieces. The instruments sit in the work room five (5) minutes or less before cleaning and sterilization. No single use products are re-used. The handpiece and system have been used since the event with no further problems noted. The facility assistant administrator noted they have seven (7) handpieces, with six (6) handpieces that stay with the tray of instruments. There are multiple factors that could contribute to the occurrence of endophthalmitis. A patient¿s ocular flora or microorganisms that have colonized the surface structures (eyelids and conjunctiva) are the usual cause of infection, therefore isolating eyelids and eyelashes from the surgical field is crucial. The most common cultured microorganisms are gram-positive coagulase negative cocci (70%) with staphylococcus epidermis (s.epidermis) the most prevalent. Deoxyribonucleic acid (dna) analyses of s.epidermis strongly suggest that it is likely that commensal bacterial contaminating the anterior chamber at the time of surgery are responsible for most cases of endophthalmitis. According to the (B)(6) and other reputable ophthalmic organizations, the most accepted practice to prevent is the topical use of povidone iodine 5% in the conjunctival sac before surgery. Antibiotics used days before surgery has been shown to decrease the bacterial load at the time of surgery. Povidone-iodine solution has broad antibiotic activity and has been shown to significantly decrease conjunctival and perilimbal flora. Meticulous prepping and draping of the patient before surgery are important as well, to isolate the eyelids and lashes from the surgical field. Finally, attempts should be made to decrease any postoperative patient risk factors, such as immunosuppression or systemic disorders that may affect the wound healing and the ability of the eye to ward off any inoculums of bacteria during cataract surgery. Intraoperative risk factors may be associated with an increased incidence of postoperative endophthalmitis. These include inadequate disinfection of the eyelid or conjunctiva, vitreous loss, or unplanned/unapparent ocular penetration. The system is a closed system. It is operated with a sterile single use consumable cassette which is designed to isolate the patient fluid path from the console itself. Any reusable surgical instrumentation (phaco handpiece) that would come into contact with the patient would be autoclaved by the user prior to surgery, per standard industry practices and the product directions for use (dfu). The phaco handpiece is a reusable device that must be reprocessed per the product dfu. There is no evidence that the design or performance of the system or phaco handpiece caused or contributed to this reported event of endophthalmitis. The phaco handpiece directions for use (dfu) recommend pushing a minimum of 120 cc of room temperature sterile deionized water through both the irrigation and aspiration paths, and a sterilization pre-vac wrapped cycle for a minimum exposure time of three minutes (3) and a minimum dry time of sixteen (16) minutes. Product evaluation- systems. No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The customer did not conclusively know which centurion was used. Both of the potentially associated centurion systems (s/n (B)(4)) were manufactured on september 6, 2016. Root cause: the root cause cannot be determined conclusively. There was no lot code or sample was provided by the customer. All compounding, preprocessing, filling and packaging are subjected to 2 independent reviews. Incoming components are verified to meet design criteria via dimensional analysis and attribute inspection prior to disposition. A review of the incoming component (bottle and stopper) was reviewed and testing results were found to be acceptable. The bottles and stoppers go through a wash cycle prior to filling. Filled bss units are 100% inspected by the eisai automated particulate inspection system. Particle count is tested as a finished product release requirement. In addition, bss solution is filtered through 0.45 m polishing filters, and the filling process takes place in a class 100. The product labeling for bss provides warnings, precautions, dosage, and administration instructions to ensure proper use of the product. The labeling states, ¿do not use additives with this product and that the use of additives with this solution may cause corneal decomposition.¿ instructions also state this is for single patient use only. Root cause: the root cause of these events cannot be determined. Lot specific evaluation is not possible without the lot code. No further action is warranted at this time. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that a patient presented with endophthalmitis. It was noted 2-3 days post cataract extraction with intraocular lens implant procedure for the right eye the patient presented with hypopyon, fibrin membrane and 2+ conjunctival injection. The patient was referred to a retinal specialist for intravitreal injections of antibiotics. The patient was prescribed anti inflammatory eye drops. An aqueous and vitreous tap was performed and sent for culture testing. Results showed a few gram positive cocci. The patients symptoms persist and presently remains on therapeutic eye drops. This report is for the first of three patients from this facility.